Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the night after implant the patient lost capture with the lead. It was further reported that the lead had intermittent capture at 5 volts and .4ms. It was also reported that the patient has a pneumothorax. The lead was repositioned. No further patient complications have been reported as a result of this event.